Event description:
This lead was not implanted due to over-sensing. Although pacing was present, the decision was to not implant this lead or the ela ICD. Note: the ICD that was attempted along with this lead was reported on an MDR.

Manufacturer narrative:
(B) (4): conclusions - damage to the insulation was identified during the analysis, this likely occurred as the lead was passed through a sharp angle of the introducer. This could be the reason for the reported event. Conclusion: the analysis concludes that the lead confirms to all electrical specifications. Refer to the analysis report relative to the ICD (B) (4) in this case for the cause of the electrical issue as described by the physician. The damage identified to the insulation adjacent to the distal end of the rv defibrillation coil likely occurred as the lead was passed through a sharp angle of an introducer. This was not attributed to a manufacturing defect because of evidence of proper manufacturing. This feature did not contribute to the issue, because, the analysis confirmed that no leak was detected, and therefore, electrical isolation was not compromised.